Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
The peritoneal dialysis (pd) patient's daughter reported that the patient was in the hospital due to peritonitis. The patient was administered antibiotics.